Manufacturer narrative:
Date rec¿d by MFR : 01aug2019, date of report : 05aug2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 12aug2019, date of report : 13aug2019. The replaced touchscreen assembly was returned for failure investigation. It was determined that the resistances and the resistance ratio were out of specification which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen calibration failed. There was no patient involvement.